Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the flow sensor to be replaced to resolve the issue. No report of patient involvement.

Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.